Manufacturer narrative:
Lot 16k031; was manufactured october 20, 2016 ¿ october 21, 2016. One actual infusor unit was received at the plant for evaluation. Visual inspection noted fluid inside the bag that contains the unit which indicates leakage has occurred. A functional leak test was subsequently performed by manually filling the bladder with green colored water. During fill, evidence of leak was noted at the solvent-bonded junction of the tubing and stress member. The reported issue was verified. The cause of leakage could not be determined during the sample evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an infusor device leaked during fill. The junction of the tubing was observed broken when the unspecified drug was being filled onto the bladder. There was no patient involvement. No additional information is available.